Manufacturer narrative:
Date sent: 08/13/2007. Eval summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the st holster is making a loud screeching noise when taking samples. There was no pt consequence reported.